Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 49 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as non stop vomiting. The customer was not wearing the insulin pump during the incident, within 24 hours. The customer took off the pump as they were unable to complete a set change due to lack of supplies. Troubleshooting was not completed as the customer lost the pump. The insulin pump will not be returned for analysis.